Event description:
Device analysis confirms that the device was severly damaged. Visual examination can confirm that the shaft hypotube was severely kinked along its entire length. The balloon is slightly inflated at both the proximal and distal edges giving the balloon a dog bone shape. The stent was not deployed. The stent was damaged at the proximal edge. Several stent struts were protruding outward, thus not uniformly in place. The inner lumen wall was severely stretched and had snapped away from the skive area. Due to the condition of the returned device it was not possible to insert the recommended guidewire into the tip and out through the skive area as the inner lumen wall had become bunched up and accordion shaped. When this device was attached to an encore inflation device, a shaft leak was noted in the extrusion of the device directly below the skive area. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and perfomrance specifications. The damage to the device is consistent with difficulty while inserting or removing the guidewire.

Event description:
Upon further review of co's files, it was determined that the complaint associated with medwatch report # 6000093-2004-01495 was filed under an incorrect MFR report number: therefore, this medwatch has been created to alert the FDA that the report should have been submitted under MFR report number 6000089.

Event description:
During a ptca / stenting treatment procedure, the liberte bare monorail 20/5.0 mm stent system was used in the interventional radiology lab to stent a left renal artery, but would not advance over a bmw guidewire. The device was used in a 6f cook rcfw catheter. A second bmw was advanced across the lesion and a second liberte bare monorail 20/5.0 mm stent system was advanced without difficulty over the wire to the lesion and deployed. The procedure was successfully completed with a good outcome. The pt tolerated the procedure and was returnd to the ward. No additional information is available regarding this case. The instructions for use indicate that this device "is indicated for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts."